Manufacturer narrative:
Additional product code: hwc. Device has not been reported as explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the blade was unlocked with the impactor following the standard procedure and surgical technique during the surgery. The surgeon found an aperture at the blue external cylinder of the impactor causing the blue external cylinder rotation. The surgeon decided to fill the aperture by hammering then successfully attached the blade with the impactor. There was no surgical delay nor any adverse consequences reported. This is report 2 of 2 for (B)(4).